Event description:
It was reported that the patient was not feeling stimulation anywhere. This was reported to take place the day prior, the week prior, and a couple weeks prior to report date. The patient fell to her knees on (B)(6) 2012. The patient increased the stimulation, and had not felt any stimulation. It was stated that the patient "goes more than she normal goes, she doesn't go." The patient had scheduled an appointment with her health care provider on (B)(6) 2012. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3093-28, lot# v114347, implanted: 2008 (B)(6), product type lead; product ID 3037, serial# (B)(4), implanted: 2008 (B)(6), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the cause of the event was "unknown (patient fell)." It was reported only one contact was functioning with normal impedances and it was noted it was "probably unrelated to patient's fall." The patient was reprogrammed on (B)(6) 2012, and the patient was receiving "good stimulation with working electrode on lead."

Event description:
Additional information received from the patient stated that she had been previously told 'one lead was functioning well, but that three were not.' The exact meaning of this statement was unknown at the time of this report. The patient additionally stated that 'only program 3 works, but none of the others do.' It was also reported that the patient had 'recently' 'developed candida.' The exact location of the candida (yeast) infection was unknown at the time of this report. It was also reported that the patient 'couldn't adjust stimulation with the patient programmer.'

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reports that the patient ask for compatibility guidelines regarding diagnostic ultrasound and MRI. The ultrasound was for her abdomen and the MRI was for her foot. The patient was asked whether her hcp (healthcare provider) thinks these health issues were related to her ins(stimulator)/therapy. The patient replied, "no." With her original device, she noticed that sometimes she would have symptoms and need to change programs . She noticed that when her symptoms were the worst, 6-8 weeks prior to ins replacement, no programs would help and she couldn't feel stimulation at very high amplitudes. Hcp contacted manufacture representative to have the ins reprogrammed and at that time hcp and manufacture representative agreed that the ins needed to be replaced. Six weeks prior to replacement was when her ins stopped working altogether.